Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism on a bd nexiva¿ closed IV catheter system w/ dual port failed to function, leaving the needle exposed. There was no report of injury or medical interventions.

Manufacturer narrative:
No sample or photo was returned for investigation. DHR review - qn initiated for retraction failure due to adhesive dripping from the valves that dispense adhesive to secure the back end of the cannula eura review - excess adhesive or damage to the product have been identified as a cause of this failure mode. This incident does not exceed the allowable rate. The defect was confirmed through the qn review that found a condition during the production of this batch that could have caused the defect. Based on the qn review, the cause of the defect is likely to be adhesive dripping from the adhesive dispense valves.